Manufacturer narrative:
The insulin pump received with no esc and act button response due to corroded keypad traces. No button error alarm noted during testing. Pump was received with minor scratched display window, cracked display window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube near reservoir tube window.

Event description:
It was reported that the customer was receiving a button error on his or her insulin pump while trying to bolus during a tennis match. The customer's blood glucose was unknown at the time of reporting. Customer was advised the insulin pump would be replaced. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.